Event description:
It was reported that a lead was replaced due to having high impedances and a loss of stimulation/therapeutic effect. Patient status at the time of this report was stated as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis of the lead revealed the following: two conductors are broken between the middle two tines 4.0 cm from the distal end. One conductor is broken between the two most proximal tines 4.4 cm from the distal end. One conductor is broken at the proximal marker band 5.1 cm from the distal end.

Manufacturer narrative:
Product ID: 3889-28, serial# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.